Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that the infusion complete, but half of the dose was not infused. No patient injury reported.